Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the accessory renal artery using pod3s. During advancement of the pod3 approximately 10 cm into the lantern delivery microcatheter (lantern), the physician encountered resistance and the pod3 pusher wire became kinked. The pod3 was therefore removed from the patient and re-sheathed. The procedure was completed using a new pod3 and the same lantern. There was no report of an adverse effect to the patient.